Event description:
It was reported that approximately five weeks post successful fistula creation, the patient developed an alleged aneurysm between the ulnar artery and ulnar vein requiring the patient to go into surgery for a bypass procedure. It was further alleged that there was some extravasation and spasms after the successful fistula creation procedure but, no treatment was provided. Reportedly, the patient is doing well post bypass surgery procedure.

Manufacturer narrative:
Manufacturing review: a review of manufacturing records could not be completed as the device lot number is unknown. A DHR review could not be performed as the lot number is unknown. This is the first complaint reported for this lot number to date. Investigation summary: an image review was performed. The fistula formation catheters are next to each other proximally and in appropriate position at the level of the electrode. Distally the arterial and venous catheters are close, but there remains approximately two catheters width between the magnets at the distal most magnets and key findings that the catheters appear to be in acceptable position for fistula formation. The investigation is inconclusive due to the fact that no sample was returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately five weeks post successful fistula creation, the patient developed an alleged aneurysm between the ulnar artery and ulnar vein requiring the patient to go into surgery for a bypass procedure. It was further alleged that there was some extravasation and spasms after the successful fistula creation procedure but, no treatment was provided. Reportedly, the patient is doing well post bypass surgery procedure.